Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was depleting earlier than expected. Data analysis was performed and device replacement was recommended. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The case was opened, the battery was removed, and an external power supply was connected to the device for further analysis. A high than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. This capacitor caused a high current drain condition which depleted the battery. Laboratory analysis concluded the compromised capacitor was caused by exposure to hydrogen gas within the pulse generator case.